Event description:
International affiliate reports the valve pressure was accidentally changed and the patient developed a subdural hematoma. Another surgery was performed to remove the hematoma but the valve remains in the patient. The patient is under observation and periodic medical examinations are being conducted.